Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used to treat adenoma in the colon during a polypectomy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the sharpness of the snare was not good. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block e1: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h10: investigation results : a rotatable small oval med stiff snare was received for analysis. Visual inspection of the returned device revealed no damages were found. Functional testing was performed, and the loop could extend and retract well. Electrical testing was performed, and the device was found within specification. No other problems were noted. The reported complaint of loop failure to cut could not be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. Device analysis found no problems with the device during visual and functional test. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the complaint cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used to treat adenoma in the colon during a polypectomy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the sharpness of the snare was not good. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. The reported health care facility's address is (B)(6). Imdrf device code a050702 captures the reportable event of snare loop cutting problems.